Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power. .

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
A customer reported that a patient required to be manually ventilated after the ventilator shut down. The patient was placed on another ventilator. The patient required medical intervention to preclude harm. Further data has been requested.

Manufacturer narrative:
Date rec'd by MFR: 8/8/2017. The field service engineer was able to verify the reported complaint, the unit will not turn on. The ac power and interior voltages were checked and the power supply was missing from some of the dc volts. The power supply was replaced and the unit retested. The ventilator was able to be powered on with the replacement. The required performance tests were performed and all tests passed. The electrical safety test was performed and passed. The device remains at the clinical site. There is a relationship of the device to an adverse event.

Manufacturer narrative:
(B)(4) 2017.

Event description:
A customer reported that a patient required to be manually ventilated after the ventilator shut down. The patient was placed on another ventilator. The patient required medical intervention to preclude harm. This patient was on a fio2 of 0.50 prior to the event.